Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroidectomy procedure, a surgeon used the device as usual, but the device didn't work. He changed to another device, and then the device gave him fine dissection. The device's blade was broken. Surgery was prolonged five minutes. There were no adverse consequences for the patient.